Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that the insulin pump is cracked around the top of the reservoir. During the call, the customer stated being hospitalized twice due to high blood glucose and pneumonia. The customer stated that the prednisone medication caused his blood glucose to rise. The caller stated that the health care professional mentioned that something was missing around the top of the reservoir compartment. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.